Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Approximate age of device - 1 year, 10 months. The replaced external portion of the percutaneous lead (lead) and the explanted pump were returned for evaluation. The report of pump stops and low speed advisory alarms was confirmed based on the evaluation of the submitted log file. The log file captured pump stops and low speed operation events while the patient was supported on the mobile power unit. The low flow hazard alarms were also captured during these events and are associated with the low speed hazard alarms. Based on previous complaint history, the observed events appear consistent with a potential driveline issue. Approximately 16 inches of the external portion/distal end of the percutaneous lead was returned. A percutaneous lead repair site was present. The repair site was disassembled and metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector. No damage to the outer jacket, bionate, or wires were observed. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the pump stops and low speed hazard/advisory events observed in the submitted log file. The account reported that the patient had pump stoppage after the distal end of the percutaneous lead replacement was performed. An additional system controller log file captured a pump stop and low speed hazard/advisory event on (B)(6) 2018 07:12:35 am while the system controller was connected to a mobile power unit. Based on previous complaint history, this event appears consistent with a potential driveline issue. It was reported that the patient was sent home with an ungrounded patient cable and power module. The patient remains ongoing on (B)(4) and no further issues have been reported at this time.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that several pump stoppages occurred on (B)(6) 2018. Technical services reviewed the submitted log files and confirmed the pump stoppages while connected to ac power. On (B)(6) 2018, a percutaneous lead (driveline) replacement was performed. On (B)(6) 2018, additional pump stoppages occurred, and an ungrounded power module patient cable was provided.